Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract completely during use. The following information was provided by the initial reporter: "incomplete retraction of needle on 18g iag - bc"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a view of a view of the top web (label) of a unit package from product bd insyte autoguard bc IV catheter, reference number (B)(4) , lot number 1298933. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract completely during use. The following information was provided by the initial reporter: "incomplete retraction of needle on 18g iag - bc".